Event description:
Customer reported feeling drowsy and disoriented with result of 20.5 mmol/l obtained on the mobile system. Ambulance was called and customer tested 2 mmol/l on the professional meter (the timeframe between the reported results was not provided). Customer was taken to the hospital and received unspecified medical treatment. On a different date customer felt "unwell;" she received results of 29.8 mmol/l and 5.3 mmol/l on the mobile system within 10 minutes. An ambulance was called, and approximately 24 minutes later customer tested 1.8 mmol/l on the professional meter. She was treated with a "jelly substance" and her blood sugar was tested every 20 minutes until customer's condition was stable. No further medical attention was needed. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6).